Event description:
The user reported that while utilizing the IV tubing on a pt, the pump alarmed as intended when the device was in use. The pt was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available. There was no pt consequence.